Event description:
It was reported that patient's right ventricular (rv)\ lead exhibited high pacing impedance and high threshold. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.